Event description:
It was reported that downstream occlusion seal is cracked. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) review showed no errors or faults related to the complaint. A 12-month service history review revealed no prior service activity during this period. Visual inspection and functional testing were performed, which identified a cracked dso seal. The complainant¿s allegation was confirmed. The dso seal was replaced, and the probable cause was determined to be seal wear or aging. The device passed all functional testing after repair.